Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the clinic for an unrelated MDR. Before the MRI, the x-ray identification code on the implanted device could not be identified. The MRI was performed in the presence of a cardiologist. The patient was stable during and post event.

Manufacturer narrative:
It was reported that an asymptomatic patient presented in the clinic for an unrelated MRI. Before the MRI, the x-ray identification code on the implanted device could not be identified. The MRI was performed in the presence of a cardiologist. The patient was stable during and post event. Instead of it was reported that an asymptomatic patient presented in the clinic for an unrelated MDR. Before the MRI, the x-ray identification code on the implanted device could not be identified. The MRI was performed in the presence of a cardiologist. The patient was stable during and post event.